Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received blood glucose results of 40 mg/dl, 50 mg/dl, and 60 mg/dl on the blood glucose monitor during the night. The timeframe between the results was not provided. The patient's mother treated her with coca-cola, bread, stuffed croissant, honey, and jam to increase the blood glucose level. The patient continued to receive low blood glucose results and she started to experience symptoms of vomiting and dizziness. The patient's mother transported her to the hospital. At the hospital, the patient received the following results within 15 minutes: 50 mg/dl (patient's meter), 537 mg/dl (hospital's meter), and 650 mg/dl (lab result). The medical staff told the patient's mother to make her drink a lot of water and take her for a walk. The patient's mother told the medical staff she knows how to treat her daughter. The mother gave the patient an insulin dose of 3.0 i.u. Of humalog. The patient arrived home after one hour and 15 minutes. The patient compared her blood glucose monitor with the neighbor's blood glucose monitor using the same test strip lot number. The patient received the following results within 15 minutes: 50 mg/dl (patient's meter) and 350 mg/dl (neighbor's meter).